Event description:
International affiliate reports that following placement of programmable shunt, the patient continued to complain of persistent headaches with occasional bouts of vomiting. Patient was discharged but was admitted to the emergency room the next day with headache, vomiting, and drowsiness. X-ray found the valve tilted out of alignment and the valve was considered to be broken. The shunt was revised.